Event description:
Device malfunction: unknown. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, after the clip was deployed, "strong' bleeding was noted. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.